Manufacturer narrative:
The initial MDR 2517506-2020-00244 was filed on 10-aug-2020. Additional information (05-aug-2020): the customer performed an advanced cleaning and performed a dil check. After the dil check, quality control materials for the electrolytes were out of range. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse removed and cleaned the integrated multisensor technology (imt) assembly and found a lot of buildup at the rotary valve. Cse cleaned the imt and performed a bleach flush. The cse replaced the imt sensor and performed the auto alignment for the imt module. The cse replaced the quality control materials and analyzed them with acceptable results. The customer reported that the results are now matching at both locations. Siemens headquarters support center evaluated the available data and concluded that the buildup found at the rotary valve can affect the methods used to calculate anion gaps results. Such buildup may cause the sodium to decrease and chloride to elevate, which in turn will lead to low anion gap results. The potential cause of the falsely depressed anion gap test results was maintenance to the imt module. The instrument is performing within specifications. No further evaluation of the instrument is needed. Section h6 codes were updated.

Manufacturer narrative:
The customer contacted siemens to report that one falsely depressed sodium (na) test result, one falsely elevated sodium (na) test result, one falsely depressed potassium (k) test result, and one falsely elevated carbon dioxide (co2) test result were obtained from a dimension vista 1500 instrument. The customer replaced the v-lyte sensor and the carbon dioxide flex reagent pack. A siemens customer service engineer was dispatched to the customer site to inspect the instrument. Siemens is investigating the issue.

Event description:
One falsely depressed sodium (na) test result, one falsely elevated sodium (na) test result, one falsely depressed potassium (k) test result, and one falsely elevated carbon dioxide (co2) test result were obtained from a dimension vista 1500 instrument. The initial test results were reported to the physician(s). The same samples were sent to an alternate laboratory for testing on a dimension exl instrument. The test results from the alternate lab were also reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 test results.